Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath hole prior to an interventional cardiac catheterization procedure. Reportedly, after each of the proglide plungers were removed, there was no suture present. The pre-close technique was abandoned and the cardiac catheterization procedure was completed using the same 7f sheath. Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.